Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the device's software was reloaded by the customer to address the issue. There was no harm or injury reported. The device's software has not yet been reloaded by the customer. The device's software needs reloaded to address the issue.

Manufacturer narrative:
The manufacturer preciously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer received the device for evaluation, and the customer's complaint was confirmed. The device's system board needs replaced to address the issue. The device was scrapped per manufacturer protocol.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The customer reloaded the device's software to address the issue.